Manufacturer narrative:
Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2018 for treatment of an anterior cervical discectomy fusion at c5-c7 disc levels due to degenerative disc disease. Patient was implanted with one (1) unknown vectra plate and six (6) vectra 20mm self-tapping screws. Post-operatively, within 2 weeks of implantation, patient presented with one (1) of the screws backing out at the patients left side c5 disc level. Presently, patient has difficulty swallowing. No revision surgery has been scheduled at this time. Sales consultant has no more information to report on this event. Concomitant devices reported: 4.0mm ti cervical self retaining/ self tapping /variable angle screw (part 04.613.620, lot number unknown, quantity 5), vectra plate part number unknown, lot number unknown, quantity 1). This report is for one (1) 4.0mm cervical self retaining screw. This is report 1 of 1 for (B)(4).